Manufacturer narrative:
Through follow-up with the health-care provider, additional information regarding the event was received. According to the operative report, "the patient is a pleasant (B)(6) old lady who, almost three and a half years ago, underwent a coronary artery bypass grafting surgery x4 and mitral valve repair. She also had a permanent pacemaker placed. She has been having slightly worsening dyspnea with activity, and by echocardiogram has had progressively worsening mitral regurgitation and pulmonary hypertension. She comes at this time for redo sternotomy and mitral valve replacement." The ring was removed and the patient's native valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The explanted device has not been returned to edwards for evaluation. There has been no information to suggest a device malfunction, or a quality deficiency during manufacture.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted after an implant duration of approximately 41 months, due to mitral regurgitation. The surgeon indicated that the reason for explant is due to an unsuccessful ring repair, and not related to a device malfunction.